Event description:
Tube feeding started postop 6/3/96. Tube was leaking at the hub of balloon port on the tube. Tube was placed in surgery by physician on 6/3/96. The balloon ports are located near the connection points/opening outside the pt. Complaint by surgery staff with the co is they do not have an expiration date on the package. The marketing person with the tube MFR stated if we kept these longer than one year, hosp needed to replace them at hosp's cost. Co does not have a sales rep we can work through. Clinical rep from co does not return the calls from surgical nurse manager.